Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00349,00350,00351, and 00352.

Event description:
Allegedly, the patient had a broken distal femur seen on x-ray which necessitated a revision. Everything was replaced with a cck total knee.